Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had profile settings misconfigured. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) remoted into the system and checked the patient had pharmacy filled field as 0.5 thus cannot completely gave 1 vial as requested. The system functioned as intended after the technical support specialist troubleshot the device.